Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 2.76 volts while in storage. A boston scientific technical services consultant discussed whether the device was interrogated with rf previously. The boston scientific representative believed that it was. The device was returned.